Manufacturer narrative:
There was no adverse event associated with this complaint. The pump was not returned to animas for eval. If the pump is returned, an eval will be conducted and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the pump emitted low battery alarms, and the casing was found to be hot to the touch.